Manufacturer narrative:
Correction to initial MDR field implant date. Additional information was received that the reason for the explant procedure was due to physician's preference.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70 serial/lot: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.